Event description:
It was reported that the customer's insulin pump was stuck on the prime/fill menu. It was stated that the battery was changed, but the device alerted to rewind again. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase. Further testing could not be performed due to the displacement anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.